Event description:
No audible alarm on the ventilator but error message saying "pt disconnect". No tidal volume or flow being delivered to pt. Pt still attached to ventilator, making respiratory efforts. Heart rate = 46 and spo2 in 40s. Pt hand ventilated with ambu bag with restoration of heart rate and oxygen saturation. Ventilator checked for leaks, gas sources correct, and fluid in lines. Pt was suctioned. Turned ventilator off and on again to reset it and placed back on pt. Pt was making respiratory efforts without any breath being sensed by the ventilator. Pt again hand ventilated while ventilator checked. Alarm setting checked, recheck for circuit leak, and repeated restart and placed pt back on ventilator. Again no ventilation, no audible alarm, and "circuit disconnect" noted on screen. Pt removed from ventilator and hand ventilated while a new ventilator made ready.